Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("back pain"), migraine ("migraine headache"), amnesia ("memory loss") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (procedure to remove essure device). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, migraine, amnesia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, dysmenorrhoea, dyspareunia, migraine and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), menorrhagia ("menorrhagia") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. Concomitant products included metformin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("back pain/ lower back pain"), migraine ("migraine headache"), amnesia ("memory loss"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), constipation ("constipation"), headache ("headache") and abdominal pain ("abdomen pain"). The patient was treated with surgery (procedure to remove essure device, hysterectomy), surgery (ablation) and surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea and amnesia outcome was unknown, the menorrhagia, pelvic pain, dyspareunia, back pain, vaginal haemorrhage, constipation and abdominal pain had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, amnesia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: in 2008, essure confirmation test (unspecified) -total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. New reporter added. Plaintiff demographics added. Essure indication updated. New events abnormal bleeding (menorrhagia), fatigue, constipation, headache, abdomen pain and pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.